Event description:
The returned device analysis on 27jun2023 revealed a tear in the balloon. It was reported that inflation issues occurred. A percutaneous coronary intervention was being performed. A 3.00mm x 15mm nc emerge was advanced to the lesion; however, the nc emerge could not be inflated. Inflation was attempted two times with no success. The nc emerge was removed. The procedure was completed with another nc emerge. No patient complications resulted in relation to this event. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was blood in the hub, inflation lumen, guidewire lumen, and the balloon. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The balloon has a 9mm longitudinal tear 1mm proximal to distal markerband. Product analysis confirmed the reported event, as the balloon had a longitudinal tear.